Manufacturer narrative:
UDI(di):(B)(4).

Event description:
It was reported that everyday alerts for non-sustained rv oversensing due to suspected post-paced t-wave oversensing were observed through merlin.net transmission. Few months before, the patient had lead replacement procedure in which old lead was capped and abandoned. Upon reviewing the session records, post-paced t-wave oversensing was not suspected but the metal-to-metal contact between the old capped lead and the current in-use lead was suspected. Upon reviewing fluoroscopy, physician believes that there is no metal to metal contact. Physician decided to follow-up the patient in short intervals to monitor the issue.